Manufacturer narrative:
The investigation determined that lower than expected vitros k+ results were obtained on a vitros 350 chemistry system. The event was isolated to the calibration event performed on (B)(6) 2017 when using vitros erf 300 lot b5677. The calibration was suboptimal as shown by the low recovery of the post calibration quality control results. The assignable cause of the suboptimal (B)(6) calibration is unknown. Acceptable vitros k+ lot 4102-0966-8356 performance was observed after a 2nd calibration event was performed using an alternate lot of vitros calibrator kit 2. The calibrator fluids in use did not likely contribute to the event, as a successful calibration using the vitros 250 350 reference fluid was generated using the same calibrator fluids. In addition, a quality issue associated with erf 300 lot b5677 did not likely contribute to the event, as acceptable performance was obtained after a recalibration event. However, improper pre-analytical fluid handling associated either with the calibrator fluids or the erf 300 reservoir in use cannot be ruled out as contributing to the event.

Event description:
A customer obtained lower than expected vitros k+ result when testing a quality control fluid on a vitros 350 chemistry system. Vitros pv ii lot k4852 k+ results 4.7 and 4.8 mmol/l vs. Expected vitros k+ result 5.60 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros k+ results were generated from testing a quality control fluid. Patient samples were not tested using this calibration event as the quality control results were out of range. There were no allegations of harm as a result of this event. However, the investigation cannot conclude that patient sample results would not be affected at the same magnitude if the event were to recur undetected. (B)(4).